Manufacturer narrative:
The complaint and sample were forwarded to the manufacturing facility for investigation. A follow up report will be filed when the investigation is completed.

Event description:
A physician developed rash/itching. He saw a dermatologist and used a topical steroid. The physician was diagnosed with contact dermatitis. The topical steroid did improve his symptoms.